Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is MDR 1 of 2 for this case. This one is on the guide sheath involved with the asd (atrial septal defect).

Event description:
Edwards received notification of a pascal in mitral position where 3 months after the index procedure, the patient died. The patient had received two p10 devices 3 months ago. The patient had left the procedure with a mild mr (mitral regurgitation) and a gradient of 5mmhg. Shortly after, the patient's gradient went up to 11mmhg and the mr increased to moderate/severe. There was no change to the implant position from post procedure per follow up imaging. The patient was subsequently hospitalized and treated for heart failure with diuretics. A large asd (atrial septal defect) with left to right shunting was also repaired about a month after the pascal with little change in patient status. Ultimately, the patient was put on comfort care and expired over the weekend from her heart failure.

Manufacturer narrative:
The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the DHR review. Available information suggests that patient conditions (worsening heart failure) may have contributed to the reported event. However, a definite root cause is unable to be determined.